Event description:
The patient experienced spasms and tightness. The patient had no reduction in spasticity. A catheter problem was reported and per the patient and patient¿s mother, the issue was identified sometime in may. The catheter issue was identified by nuclear medicine. The indium study revealed the catheter was disconnected at the pump/catheter connection and there was no flow after the pump. The catheter dislodged/migrated. Surgical intervention occurred and a revision was performed on (B)(6) 2015. The pump connector, pump segment and pump were replaced. Catheter segments were left in the intrathecal space, and the original model 8709 catheter (spinal portion) was intact. The patient was placed on oral medication. The patient recovered without permanent impairment. The pump administered baclofen and was changed to gablofen.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).